Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. A visual inspection was performed with no issues noted. Leak testing, clear passage test, clamp function test, and device-device interaction testing (sample ran on machine) were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell four of five in peritoneal dialysis. The patient was connected at the time of the alarm. The technical service representative explained the alarm. The technical service representative had the care giver cycle the power to clear the alarm and assisted to retrieve the cassette. There was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.